Event description:
It was reported that after a successful stent graft deployment in an av fistula, difficulty was experienced during removal of the delivery system and the physician believed the delivery system tip appeared to detached. The system was able to be removed without any further issues. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The stent graft was found to be released and was not returned as it was placed in the patient. The tip of delivery system was intact and there were no detachments observed. The delivery system was noted to be bent approximately 350mm from the proximal end of the handle. The handle of the delivery system was found to be severely bent. It is likely that excessive force was applied to remove the delivery system. Patency test could not be performed. The investigation is unconfirmed for tip detachment and inconclusive for difficult to remove as the reported conditions of use could not be fully recreated. The root cause could not be determined based upon available information.